Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6a, d6b, h4, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures, non penetrating nicks, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.